Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The patient was working in a yard and the infusion set did not last for 7 days. No further information available.